Manufacturer narrative:
Nineteen months following the initial observations, this patient passed away due to unspecified causes. This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. Damages to the lead were confirmed to have occurred as a result of the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that threshold and impedance measurements could not be obtained with this atrial lead. The field representative suspected that the lead had become dislodged. In addition, it was indicated that impedance measurements could not be obtained on the ventricular lead as well. Technical services recommended trying to perform the impedance measurements in unipolar. At this time there is no additional information available. If additional information becomes available, this event will be updated.